Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The bending section rubber was found cut and leaking. The light guide cover and forceps cover were found peeling. The scope¿s elevator water channel inlet was found loose. The third party glue found on the scope¿s bending section was noted to be cracked. The scope was equipped with a third party insertion tube that was dented. The scope¿s control knob was checked an play was noted. The ID chip on the scope showed 2661 total uses. The cause of the scope damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, a fluid leak was on the scope¿s sheath. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: neither event was able to identify the cause. Investigation result will deduce the following causes. The glue peeled off when external force was applied by rubbing strongly on the said part during transportation, storage, use, cleaning, etc. The glue deteriorated and peeled off due to long use. Important information ¿ please read before use. Warnings and cautions (p.7) . Warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.